Event description:
Patient reported right side pain. Healthcare professional later reported "textured implant". Healthcare professional later reported capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: pain: unable to observe since it is not related to the device. Anxiety - product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.